Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via a reduced intrinsic morphology. The smartpass feature had programmed itself off due to the decreased amplitudes. The shock occurred with the device sensing vector set to the primary sensing vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise via a reduced intrinsic morphology. The smartpass feature had programmed itself off due to the decreased amplitudes. The shock occurred with the device sensing vector set to the primary sensing vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.